Event description:
During pt ambulation, the dual drive console (ddc) shut down 10 seconds after being disconnected from ac power. The compressors failed to function, the pt ws hand pumped and returned to the room where the ddc was reconnected to ac power and immediately resumed pumping. There was no effect on the pt. The problem was initially verified at the site by a thoractec service technician. The uninterruptible power supply (ups) battery pack was replaced, which corrected the problem on the console. Investigation of the ups battery pack was conducted at thoractec. Testing was conducted on all six individual 12vdc batteries that comprise that ups battery pack. The batteries and battery pack assembly were found to meet all specifications. A similar event was noted several months later (reference MDR# 2916596 2000 00005), which was traced to a loose electrical cable connection between the ups battery pack and the ups power inverter. Manufacturing processes have been reviewed to ensure that the connector is adequately strain-relieved and properly secured.